Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia and insulin pump received no delivery. The customer¿s blood glucose level was 30 mg/dl, 400 mg/dl and 439 mg/dl. The customer was treated with insulin pump for high blood glucose and with glucose tablets for low blood glucose. The customer declined troubleshooting for high blood glucose, low blood glucose and no delivery. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.